Manufacturer narrative:
Reamed and broached to a size 6 summit press fit stem. When the real stem was implanted, the stem sunk below the designed level. The device associated with this report was not returned. A review of the device history records for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies. Per the initial reporting; patient x-rays are not available for examination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Reamed and broached to a size 6 summit press fit stem. When the real stem was implanted, the stem sunk below the designed level.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.